Event description:
Insert captive hex stripped no performing properly extending the surgical procedure.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.